Event description:
Facility reporting an internal leak during pt treatment. Incident occurred at onset of dialysis during the first use of the dialyzer. Estimated blood loss was <75 ml and > 20ml due to discard of the extracorporeal circuit of blood. There was no adverse effect to the pt and no medical intervention was required. There were no similar events with this lot number within the facility. Dialyzer was discarded. MDR filed on volume of blood loss.